Manufacturer narrative:
(B)(4).

Event description:
On 20nov2019 an email was discovered in an on-line eye care providers (ecp) discussion board. The ecp reported a patient (pt) had been wearing the acuvue® oasys® brand contact lenses for weeks at a time. The pt began developing a red eye (affected eye not provided) so the suspect contact lens was removed. The affected eye didn¿t get better so the pt went to an optometrist who advised the pt that the contact lens was still in the eye and removed the suspect lens. The pt had an ¿abrasion¿, so the ecp ¿put a different contact lens back called a pain patch.¿ the pt was treated with ketorolac and antibiotics for another week or so, then was referred out. The reporting ecp is unsure if it was contact lens related swelling and if the pt had forgotten the pt had lasik. The ecp removed the contact lens and treated the pt with antibiotics and saw the pt 2 days later where it was noted that ¿the swelling was not an abrasion, but the lasik flap had swollen so much that it essentially was a thickened and shrunken tissue only attached by a hinge.¿ the reporting ecp started steroid drops, prednisone 40mg and ¿put a prokera. Not sure what stage I would amputate this thing, but if anyone has ideas on if this flap is salvageable would love to hear.¿ no additional medical information was provided. Multiple attempts were made to the reporting ecp for additional medical and product information, but nothing additional has been received. The date of the event was not provided. The lot number was not provided. It is unknown if the suspect lens is available for return for evaluation. No additional evaluation can be completed. If any further relevant information is received, a supplemental report will be filed.